Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.

Event description:
It was reported that during the procedure, the device would not cross during the procedure-moderate to heavy calcium. However, upon receipt of the device, the evercross pta balloon was observed to have a circumferential tear. No injury to the pt was reported.